Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device confirmed one of the two pins/spikes is disassembled from the body. The root cause is product design. Change assessment (B)(4) has been initiated to change the drawing to define the parameters for multiple piece construction. No further corrective action required at this time. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
One of the press fit pins disengaged from the instrument used to hold the femoral block guide to the distal femur. When the surgeon pulled the instrument off of the distal femur, one pin remained in the bone and was subsequently removed using pliers.